Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not provided. Customer declined to troubleshoot with tandem technical support; therefore, no additional information could be obtained.